Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench on its readiness indicator and had logged an event code in its memory that is indicative of a device issue where the device is not able to accurately sense when a patient load is connected. Upon initial evaluation of the customer¿s device, physio-control confirmed that it was not able to recognize a patient through defibrillation electrodes. In this state, defibrillation therapy would not be available if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had a service wrench on its readiness indicator and had logged an event code in its memory that is indicative of a device issue where the device is not able to accurately sense when a patient load is connected. Upon initial evaluation of the customer¿s device, physio-control confirmed that it was not able to recognize a patient through defibrillation electrodes. In this state, defibrillation therapy would not be available if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was no longer under warranty so the customer requested that the device be returned to them without being repaired. The customer was advised to remove the device from service. The cause of the reported issue could not be determined.